Manufacturer narrative:
The patient was admitted to the hospital on (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) and subsequently passed away due to an unreported cause. The clabsi was reported to be due to a one-link neutral luer activated device (no further detail was provided). The patient was admitted to the medical intensive care unit (micu) from an outside hospital for an unreported indication with both right and left ij (intrajugular) central lines in place. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). Thirteen days after being admitted, the right ij was removed and the left ij remained. Eight days later, the patient¿s respiratory status deteriorated. Later that same morning the patient was placed on comfort measures only and later expired the same day. It was not reported if the patient recovered from the clabsi prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
A product use review was conducted with the hospital by baxter clinical services. The assessment revealed that scrubbing (antiseptic) of the device was not performed according to the package label instructions. It was stated in the assessment result, that ¿no scrubbing was performed when the device was removed from the packaging and in between multiple syringe accesses¿. Upon further review, it was determined that the reported condition of ¿central line associated blood stream infection (clabsi)¿ was due to use error and therefore, not a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.